Event description:
Healthcare professional reported right side capsular contracture, baker grade 3. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. As per the investigation procedure, deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, the event could not be observed. As it's physiological in nature.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/may/2024. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade 3. Device has been explanted and replaced with a non-abbvie device.